Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently powering itself on. A device 'auto power on' issue could be related to a power off issue of the device. There was no report of any patient use associated with the reported issue.